Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. Pt has been using the ot meter for a year. Pt is controlling diabetes through diet. On the afternoon of the event date, pt began to have hypoglycemic symptoms "heart beating funny, cold sweat, dizziness and weak". Pt's blood glucose was 115mg/dl on the ot meter during the event. Because of how pt was feeling, pt drank 3 pints of orange juice and ate some food. Paramedics were called, and pt's blood glucose was 50mg/dl and 168mgdl 30-60 minutes apart on paramedics' meter of unknown brand. Paramedics did not administer any medical treatment to the pt. No further info has been reported.